Manufacturer narrative:
The initial complaint received on 05/04/2020 did not indicate that an MDR would be required. However, the consumer stated on returned cir received on 05/28/2020 that medical treatment was required. Based on the information received, aso opted to file an MDR as of (B)(6) 2020 retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening.

Event description:
On the initial report on 05/04/2020 consumer reported the product caused a rash on his hands. The issue was with the tape area. On 5/28/2020 reporter stated on returned cir that medical treatment was sought, based on this information received, aso opted to file an MDR